Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. Based on the physician's assessment, the death was determined to be unrelated to the device, and there were no recent procedures identified that could have caused or contributed to the event. No comorbidities related to the patient's death were reported. No more information has been obtained.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. Based on the physicians assessment, the death was determined to be unrelated to the device, and there were no recent procedures identified that could have caused or contributed to the event. No comorbidities related to the patients death were reported. No more information has been obtained.

Manufacturer narrative:
Correction to the MDR in block: e1.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. Based on the physician's assessment, the death was determined to be unrelated to the device, and there were no recent procedures identified that could have caused or contributed to the event. No comorbidities related to the patient's death were reported. No more information has been obtained.

Manufacturer narrative:
Correction to the MDR in block: e1. Correction to the MDR in blocks: e2 and e3. The ipg has not been returned. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. The device was not returned for analysis and the complaint as reported could not be confirmed. There is no complaint against the functionality of the device and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established.